Event description:
A 76-year-old patient received extracorporeal membrane oxygenation (va-ECMO) support during high-risk cardiac surgery. In order to wean the patient from ECMO more quickly, hemodynamic support should also be provided by an impella 5.5 smartassist heart pump. When attempting to insert impella 5.5 via the right subclavian artery, a structural change was observed fluoroscopically. The vascular surgeon called in diagnosed a dissection of the right subclavian artery. After surgical reconstruction of the injured artery, an attempt was made to insert the impella 5.5 heart pump via the left subclavian artery. The pump was able to be inserted into the left ventricle, but dissection of the artery was also noted. The impella heart pump was removed and the dissection was repaired using a vascular prosthesis. The patient was transferred to the intensive care unit without impella support.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The device was returned for investigation. As per the clinical information provided, the root cause of the vascular damage issue was patient condition related to small/ diseased vessels.